Event description:
Customer called to report a hospitalization due to low blood glucose. Customer had the flu for one week, vomiting and diarrhea. Customer was hospitalized for two days. Customer was treated with IV fluids and eating protein. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.